Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered two shocks within a 10 day period. Following the delivery of the second shock, this ICD began to emit beeping tones. A guidant technical services (ts) consultant recommended having the device evaluated, as the tone may indicate a performance issue. There have been no reported symptoms associated with this clinical observation.